Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken, and the patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.